Event description:
Physician had to abandon a vagus nerve stimulator implant because of marked bradycardia amounting to asystole on lead testing. This occurred consistently at the same point in the lead test sequence on two occasions. The device was removed. Pt has made a good recovery with no further evidence of any cardiac irregularity.